Event description:
It was reported that during an unk procedure, there was a broken firing trigger. The broken firing trigger was after the fifth use. No staples were delivered. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.